Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the touch pad on the subject device was not working during a therapeutic colonoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: touch pad won¿t work due to the front panel surface peeling off. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.